Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure location of device: pelvic cavity') and genital haemorrhage ('heavy abnormal bleeding') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"), 2 years after insertion of essure. On (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and dyspareunia ("dyspareunia painful sexual intercourse"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, abdominal pain, pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2014, 2012. Hysterosalpingogram(hsg). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: result: total bilateral occlusion. Amendment: the report was amended for the following reason: upon internal review it was found that this case (B)(4) is duplicate of (B)(4) which will be deleted deletion from argus data base. All source documents , reporter, events & references are transferred to retention case (B)(4). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure location of device: pelvic cavity') and genital haemorrhage ('heavy abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, abdominal pain, pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2014, 2012. Hysterosalpingogram(hsg). Most recent follow-up information incorporated above includes: on 20-may-2019: pfs received: reporter's information, patient demography, new events - abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse), migration of essure location of device: pelvic cavity were added. Severity of event pelvic pain and abdominal pain updated as severe. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.